Event description:
During a revision surgery to remove a diapason set; the surgeon successfully removed two screws and while removing the third screw, the screwdriver tip broke off in the screw. The doctor used a burr to remove the remaining piece from the driver and used a torque wrench to finish the surgery.

Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: the rps self holding hexag screwdriver was confirmed to be sheared at the tip via a visual inspection. The event reported occurred intra-op and resulted in a delay of 15 minutes. The most likely cause of this event was due to this excessive torque applied by the surgeon while inserting the blocker into the screws' tulip head. The surgical procedure mentions that this instrument is not to be used for final tightening. It is unknown whether or not this surgeon used this instrument during final tightening, therefore, the cause of this event cannot be determined conclusively. Conclusion: the cause of this event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
During a revision surgery to remove a diapason set; the surgeon successfully removed two screws and while reomoving the third screw, the screwdriver tip broke off in the screw. The doctor used a burr to remove the remaining piece from the driver and used a torque wrench to finish the surgery.